Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented urethral stricture and fibrosis. In addition, it was noted that the device has never worked properly as the pump was blocked. A surgical procedure was performed, during which all the components were removed and replaced with a new malleable device. There were no further patient complications.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 01/01/2016 was used as estimate.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2016 was used as estimate.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented urethral stricture and fibrosis. In addition, it was noted that the device has never worked properly as the pump was blocked. A surgical procedure was performed, during which all the components were removed and replaced with a new malleable device. There were no further patient complications.